Event description:
Related manufacturer report number: 2017865-2024-38222. It was reported, that the patient presented to the emergency room. With a complaint of dizziness. A device interrogation revealed, loss of capture and high pacing impedance exhibited by the right ventricular (rv) lead. The patient was bradycardic. Also of note, were episodes of inappropriate automatic mode switch caused by the over-sensed noise exhibited by the right atrial (ra) lead. The patient was scheduled for lead revision on (B)(6) 2024. Both the ra and rv leads were replaced, during the procedure. The physician elected to keep the chronic leads in place. And programed a reduced pacing output. The were no further patient consequences reported.